Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of band difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal banding procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, the band just partially deployed and caught up at the end of the scope. The handle had to be fully rotated twice in order to completely deploy the band. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.